Event description:
The heart valve had been implanted at another facility fifteen years prior. The prosthesis was removed because apparently there was complete prolapse of one of the aortic leaflets and marked dehiscence of the valve ring.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.